Event description:
The nurse reported the cassette failed the vacuum test. The system was rebooted but the cassette would not pass the vacuum test. The pt was prepped and on the operating table. The case was cancelled. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The vacuum pressure manifold was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).